Event description:
Additional information received reported that there was implantable neurostimulator (ins) pain. There were no abnormal impedances. There was a revision of the ins site. The patient outcome was no injury.

Event description:
Subsequent information received clarified that the surgical revision of (B)(6), 2012 was a revision of the scar and revision of the right device, including moving this device into a new pocket more laterally on the right buttock. After relocation of the device, telemetry testing was performed and both leads functioned normally and had normal impedances. The patient was discharged in stable condition.

Event description:
It was reported that the patient underwent a revision on (B)(6) 2012 to move the lead over and remove scar tissue. Since the revision, the therapy had been helping with pain. See also manufacturer's report # 3004209178-2012-02049.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted; product ID 3778-45 lot# serial# (B)(4) implanted: 2009-10-20 explanted; product ID 377775 lot# v004860 serial# implanted: (B)(6) 2006 explanted; product ID 377775 lot# v004860 serial# implanted: (B)(6) 2006 explanted; product ID 37752 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted; product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted; product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted; product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted; neurostimulator model # 37712 serial #(B)(4) implanted (B)(6) 2010. (B)(4).